Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report# 1627487-2014-20226, 20227. It was reported the pt experienced auto-reduction. Diagnostic determined invalid impedances on two of the leads. X-rays revealed the peripheral lead (off-label) has migrated. The pt is to consult with the physician to address the issue. The pt has 4 leads. Two of them are peripheral leads (off-label). Rest of the two are cervical leads with the same lot number (model# 3266).